Event description:
It was reported that towards the end of an ion endoluminal lung biopsy procedure, the physician performed a bronchoalveolar lavage (bal) and the patient experienced significant bleeding. As a result, the procedure was aborted. The biopsied mass was in the right lower lobe, measured greater than 5 cm, and was abutting the pleura. The biopsy portion had been completed, but the ebus portion was not. Medical intervention included extensive suctioning to clear blood and administration of unspecified medication(s) to promote clotting. Eliquis for atrial fibrillation had been held for several days before the procedure, and all labs were within normal range. The physician believed a clot was dislodged during the bal, causing the bleeding. Estimated blood loss was approximately 500 cc, including saline. A transfusion was not required, but the patient was transferred to the ICU, extubated 24 hours later, and then underwent bronchoscopy to remove residual blood. The patient remained in the ICU for 3 days and was then discharged home. The diagnosis was adenocarcinoma. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
There was no indication that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no products are expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation.